Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which a no flow occurred. According to the report, a no flow occurred where the tubing appeared to be kinked. The event occurred during priming. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual and functional testing was performed. The sample arrived out of the pouch unprimed. Visual inspection showed that the spike tip protector and luer end cap were both in place. It was also noted that both the regulating and slide clamps were in the open position. Visual inspection of the set tubing showed that there are 8 kinks present, none of which the inner walls are touching. The sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water and primed. The sample primed normally with no interruption of flow noted. The reported problem of no flow will was not confirmed. A batch review could not be completed as the lot number was not provided by the customer.